Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump into hard surface, causing screen to become unresponsive and illegible so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, instructed customer to place damaged pump into storage mode and return it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.